Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 34 x 2.75, eccentric, de novo target lesion containing a > 45 and < 90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 20 x 2.00 emerge balloon, a 38 x 3.00 promus premier drug-eluting stent was introduced but failed to advance which resulted in a shaft break about 105cm from the hub. The shaft was still slightly attached so the physician was able to completely remove the device. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink mid shaft 29cm proximal to the distal end of the tip. This device was loaded onto 0.014 guidewire without issue. No issues were identified during analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 34 x 2.75, eccentric, de novo target lesion containing a > 45 and < 90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 20 x 2.00 emerge balloon, a 38 x 3.00 promus premier drug-eluting stent was introduced but failed to advance which resulted in a shaft break about 105cm from the hub. The shaft was still slightly attached so the physician was able to completely remove the device. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.